Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2017 with the following findings: a review of the pump¿s black box showed the pump reboots occurred. A visual inspection of the pump revealed no damage to the battery compartment or battery cap. The returned battery cap fit securely to the pump. The battery cap contact height and width measurements were found to be within specifications. No moisture was observed in the battery compartment. During testing, the ump powered on normally with no alarms or power loss. The pump was exercised for 24 hours with no further reboots or power loss occurring. The pump¿s cover was removed and no damage or moisture ingress was found to the printed circuit board. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.